Event description:
A customer reported a tandem mobi cartridge alarm with their pump, and this was confirmed by technical support representatives. The customer did not recall if their blood glucose level exceeded 500 mg/dl as a result of the issue, so no report was available on any adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump, providing them with a device equipped with updated software. The customer agreed to send back the problematic pump using the provided return box and pre-paid label, and received instructions on storage mode and delivery process.